Event description:
It was reported that pump insulin gauge repeatedly displayed much lower insulin amount than expected, showing about 60 units instead of 200 units and remaining static despite multiple cartridges, bolus doses, and basal delivery, which caused customer to feel unsafe using pump. There was no reported impact to the customer¿s blood glucose level. Customer was educated that static insulin estimate could occur due to large variations in measured pressures and that display would begin counting down once remaining insulin matched displayed value, and pump replacement and device return were arranged. The customer reverted to an alternate method of insulin therapy.